Event description:
It was reported that the patient experienced a loss of therapeutic effect from her implanted neurostimulator (ins). Patient was receiving no stimulation sensation on programs 1 through 4 with settings 6.35v to 10v. The ins was turned off until it could be checked by health care provider. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot# v581949, implanted: (B)(6)-2010, explanted: (B)(6)-2011, extension model 3095-10. Serial# (B)(4), implanted: (B)(6)-2010, explanted:(B)(6)-2011, programmer model 3037, serial# (B)(4).

Event description:
Additional information received reported that the device system was explanted on (B)(6) 2011. The cause of the event was reported as unknown but possibly a patient fall. It was noted that the implantable neurostimulator battery was depleted and that there was a lead or extension break. There was no patient injury.